Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the surgery was repair rotating sleeve. At the begining of the surgery the doctor was going to incise and fracture the clamp. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be user excessive force. Gtin is not available since this is an obsolete device in 2015 and this event took place in 2018. Manufacture date is not known.

Event description:
It was reported that the device broke prior to incision and no pieces fell into the joint space.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once investigation has been completed. Gtin is not available since this is an obsolete device in 2015 and this event took place in 2018.

Event description:
It was reported that the device broke prior to incision and no pieces fell into the joint space.